Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic /pain: pelvic right side , pelvic leftside') and nephrolithiasis ('bladder problems') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria. Concurrent conditions included nocturia, urinary frequency and nocturia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced rash papular ("allergy : rash/skin condition /rashes or skin conditions type: red bumps all over body"), fatigue ("other injuries/symptoms: fatigue") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("other injuries/symptoms :hormonal changes:mood swings") and nausea ("other injuries/symptoms :nausea /feeling nauseous all the time"). In (B)(6) 2014, the patient experienced astigmatism ("other injuries/symptoms :vision problems:astigmatism,"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced tooth disorder ("other injuries/symptoms :dental problems"). In (B)(6) 2015, the patient experienced constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), nephrolithiasis (seriousness criterion medically significant), cystitis ("bladder infections"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("other injuries/symptoms :headaches"), dermatitis allergic ("hypersensitivity reaction type: rashes,") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed and laser surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash papular, psychological trauma, nephrolithiasis, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, mood swings, headache, nausea, astigmatism, dermatitis allergic, female sexual dysfunction, migraine, allergy to metals, constipation, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, astigmatism, back pain, constipation, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash papular, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: allergy, bladder problems, urinary problems, bladder infections,, urinary tract infection (uti), vaginal infection, vaginal discharge. Reported : date of insertion: (B)(6) 2015 (noted discrepancy as per summons), (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: as per pfs: total bilateral occlusion.; on (B)(6) 2014: impression: as per mr: successful blockage of the fallopian tubes; on (B)(6) 2019: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: kidney stones quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2020: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it consists of several fragments of metallic substance'), pelvic pain ('pelvic pain/ chronic /pain: pelvic right side , pelvic leftside') and nephrolithiasis ('bladder problems') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and pregnancy test urine negative. Previously administered products included for an unreported indication: valium, lortab and toradol. Concurrent conditions included nocturia, urinary frequency, nocturia, burning micturition, vulval itching, abdominal discomfort, bacterial vaginosis, recurrent urinary tract infection and menorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced rash papular ("allergy : rash/skin condition /rashes or skin conditions type: red bumps all over body"), fatigue ("other injuries/symptoms: fatigue") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("other injuries/symptoms :hormonal changes:mood swings") and nausea ("other injuries/symptoms :nausea /feeling nauseous all the time"). In (B)(6) 2014, the patient experienced astigmatism ("other injuries/symptoms :vision problems:astigmatism,"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced tooth disorder ("other injuries/symptoms :dental problems"). In (B)(6) 2015, the patient experienced constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), nephrolithiasis (seriousness criterion medically significant), cystitis ("bladder infections"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("other injuries/symptoms :headaches"), dermatitis allergic ("hypersensitivity reaction type: rashes,") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed, bilateral salpingectomy and laser surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash papular, psychological trauma, nephrolithiasis, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, mood swings, headache, nausea, astigmatism, dermatitis allergic, female sexual dysfunction, migraine, allergy to metals, constipation, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, astigmatism, back pain, constipation, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash papular, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: allergy, bladder problems, urinary problems, bladder infections,, urinary tract infection (uti), vaginal infection, vaginal discharge. Reported : date of insertion: (B)(6) 2015 (noted discrepancy as per summons), (B)(6) 2014 (as per mr) there were 2 trailing coils on the patient's side and 3 trailing coils on the right patient's side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: as per pfs: total bilateral occlusion.; on (B)(6) 2014: impression: as per mr: successful blockage of the fallopian tubes; on (B)(6) 2019: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: kidney stones, pelvic pain, vaginal discharge, cystitis, device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic /pain: pelvic right side , pelvic leftside') and nephrolithiasis ('bladder problems') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria. Concurrent conditions included nocturia, urinary frequency and nocturia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced rash papular ("allergy : rash/skin condition /rashes or skin conditions type: red bumps all over body"), fatigue ("other injuries/symptoms: fatigue") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("other injuries/symptoms: hormonal changes:mood swings") and nausea ("other injuries/symptoms: nausea /feeling nauseous all the time"). In (B)(6) 2014, the patient experienced astigmatism ("other injuries/symptoms: vision problems:astigmatism,"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced tooth disorder ("other injuries/symptoms :dental problems"). In april 2015, the patient experienced constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), nephrolithiasis (seriousness criterion medically significant), cystitis ("bladder infections"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("other injuries/symptoms :headaches"), dermatitis allergic ("hypersensitivity reaction type: rashes,") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed and laser surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash papular, psychological trauma, nephrolithiasis, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, mood swings, headache, nausea, astigmatism, dermatitis allergic, female sexual dysfunction, migraine, allergy to metals, constipation, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, astigmatism, back pain, constipation, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash papular, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: allergy, bladder problems, urinary problems, bladder infections,, urinary tract infection (uti), vaginal infection, vaginal discharge. Reported: date of insertion: (B)(6) 2015 (noted discrepancy as per summons), (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2014: result: as per pfs: total bilateral occlusion.; on (B)(6) 2014: impression: as per mr: successful blockage of the fallopian tubes; on (B)(6) 2019: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: kidney stones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Case became serious incident as removal was done. Reporter's information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it consists of several fragments of metallic substance'), pelvic pain ('pelvic pain/ chronic /pain: pelvic right side , pelvic left side') and nephrolithiasis ('bladder problems') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and pregnancy test urine negative. Previously administered products included for an unreported indication: valium, lortab and toradol. Concurrent conditions included nocturia, urinary frequency, nocturia, burning micturition, vulval itching, abdominal discomfort, bacterial vaginosis, recurrent urinary tract infection and menorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced rash papular ("allergy : rash/skin condition /rashes or skin conditions type: red bumps all over body"), fatigue ("other injuries/symptoms: fatigue") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("other injuries/symptoms :hormonal changes:mood swings") and nausea ("other injuries/symptoms :nausea /feeling nauseous all the time"). In november 2014, the patient experienced astigmatism ("other injuries/symptoms :vision problems:astigmatism,"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced tooth disorder ("other injuries/symptoms :dental problems"). In april 2015, the patient experienced constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), nephrolithiasis (seriousness criterion medically significant), cystitis ("bladder infections"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("other injuries/symptoms :headaches"), dermatitis allergic ("hypersensitivity reaction type: rashes,") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed, bilateral salpingectomy and laser surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash papular, psychological trauma, nephrolithiasis, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, mood swings, headache, nausea, astigmatism, dermatitis allergic, female sexual dysfunction, migraine, allergy to metals, constipation, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, astigmatism, back pain, constipation, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash papular, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: allergy, bladder problems, urinary problems, bladder infections,, urinary tract infection (uti), vaginal infection, vaginal discharge. Reported : date of insertion: (B)(6) 2015 (noted discrepancy as per summons), (B)(6) 2014 (as per mr). There were 2 trailing coils on the patient's side and 3 trailing coils on the right patient's side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result: as per pfs: total bilateral occlusion.; on (B)(6) 2014: impression: as per mr: successful blockage of the fallopian tubes; on (B)(6) 2019: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: kidney stones, pelvic pain, vaginal discharge, cystitis, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, event "it consists of several fragments of metallic substance" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.